Event description:
It was reported that the patient implanted for occipital head and face pain with a spinal cord stimulation lead at the v1 vertebra was grimacing during a non-device-related bladder scope procedure and the lead eroded through the forehead and exposed three lead contacts. There were no symptoms or indications of a lead issue prior to the non-device-related procedure. The patient underwent a procedure where the exposed lead was explanted. There were no issues postoperatively. The lead will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient implanted for occipital head and face pain with a spinal cord stimulation lead at the v1 vertebra was grimacing during a non-device-related bladder scope procedure and the lead eroded through the forehead and exposed three lead contacts. There were no symptoms or indications of a lead issue prior to the non-device-related procedure. The patient underwent a procedure where the exposed lead was explanted. There were no issues postoperatively. The lead will not be returned as it was discarded by the medical facility.